Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during an epicardial lead placement procedure when the left ventricular (lv) lead was placed in the header of the cardiac resynchronization therapy defibrillator (crt-d) it showed high out of range pacing impedance measurements of 3000 ohms. When tested with a pacing system analyzer (psa) the lead showed approximately 500 ohms. The lead was removed from the header, tested with a psa and reinserted with the same values three times. The field representative thought that the physician may have stripped the lv port in the header, thus this crt-d was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was analyzed. A visual inspection of the device header and case noted an excess of body fluid inside the lv lead barrel. No other anomalies were observed. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
This report is being filed to submit the analysis results.